Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the tip of the stimloc screw that broke off remained in the bone. The hcp used a new screw and that was placed in a different position.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review determined this event is no longer reportable for serious injury but is reportable for malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 924256, lot# 082216517a, product type accessory.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the tip of the stimloc screw was broke during the implant procedure. When the hcp started to screw in the stimloc screw, everything was alright until the "screw turned empty" and did not go in as if it was not threaded. The hcp extracted the screw and realized that the tip of the screw had broken inside the bone of the patient. A new stimloc package was opened so a new screw could be used. The hcp turned slightly and placed the screw in a new position. The cause of the issue was unknown. The issue was resolved after replacing the screw. The patient was doing fine and receiving effective therapy. No patient complications were anticipated. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
(B)(4) was not related to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the stimloc screw found the thread to be damaged. If information is provided in the future, a supplemental report will be issued.